Event description:
Cook cystostomy catheter set, 083308, lot #888470 was used on pt. The product package indicated equal length tubes (54cm), however, tubes appeared to be unequal in length. During manipulation one tube broke and a piece of the tubing remained in the bladder. Follow-up surgery was required to remove this piece of tubing.